Manufacturer narrative:
Complainant street address: (B)(6). Complainant city: (B)(6). Complainant state/province: (B)(6). Complainant country: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that there was dirt found on the package. The product was not used on patient. A photograph depicting the issue was received from the complainant.

Manufacturer narrative:
A batch record review was completed and no discrepancies were found. Affected amount: 1pc duoderm h/active gel (3tbex30g) ster us was manufactured under sap code 1002859 and manufacturing lot number 1g04771. Lot 1g04771 was sterilised under gr number (B)(4) and released on review of sterilisation results provided by baxter. All of the results were within specification and products were released. This is the only complaint for the affected lot registered within tw (B)(4). Gel tubes themselves are supplied to convatec by pharmatube, but as the sample of the complaint issue was not received, a full investigation with the supplier was not possible. As a supplier complaint could not be raised and an investigation could not be completed, it is not possible to tell from the photograph received what the dirt is, or how it may have been applied to the tube, either before or during the filling process as the tubes are not manufactured by convatec. It is also not possible to tell if the dirt is chips in the paint or damage to the tube. One photograph was received for this issue and has been evaluated in accordance with wi-(B)(4). The photographs confirm the expected reports of dirt on the tube, but did not display the batch number reported under complaint. It is not possible to identify the 'dirt' from the photograph received, but it is possible to see that there are marks on the surface of the tube that are out of specification. As the marks on the tube are only affecting a single medical device, it is thought to be an isolated issue within the batch. As a sample was not received, it is not possible to tell if this exact failure mode has been reported or identified before under complaint. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 1000317571.

Event description:
To date no additional patient or event details have been received.